Event description:
The dealer states the right side brake handle is broken and it will not tighten, not aware as to how it broke. 1-3 years, home setting, no additional information. Call from (B)(6) taken by csr on (B)(4) 2015 02:50 pm. Dealer states the right wheellock snapped and is broken. No injury reported. Order (B)(4).